Event description:
The surgeon implanted a plate collamer lens model cc4204bf and the lens tore during insertion. The cause of the lens damage was unknown. When the lens was removed, the incision was enlarged from 3.0 mm to 3.2 mm. The lens was cut and removed in small pieces.